Manufacturer narrative:
Note investigation summary: gcm reported that the customer stated, "pump died while administering medication and check marked battery as the issue." Visual and functional evaluation: the device was not returned to the service hub; therefore, no visual inspection or functional testing could be conducted. Review of service and event history: a review of the device¿s 12-month service history revealed no indication of similar events. Additionally, no event history or alarm logs were provided by the customer, preventing further analysis. As a result, the reported issue could not be replicated or confirmed.

Event description:
A complaint was received with regards to a plum 360 that experienced unexpected shutdown. It was reported that the pump died while administering medication and check marked battery as the issue. There was patient involvement and no patient harm.